Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water tube and the air/water cylinder with foreign material. The reported malfunction in b5 was likely a result of insufficient reprocessing. Additional findings were as follows: due to deformation of the scope cover, water tightness was lost, the air/water, air/water cylinder and the suction cylinder all had no color, the right/left knob, and the up/down knob both had discoloration, the indication on the grip was unclear, the switch 3 had a cut, and the cover of the light guide bundle was damaged, the plug unit was damaged, the scope connector case unit was deformed, the circuit board unit in the scope connector, and the cable unit both had corrosion due to water leakage, due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, the connecting tube had buckled, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined, however foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to deformation of s-cover. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.